Event description:
It was reported that the device's hard paddles did not function. Therefore the device would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third party service agent evaluated the device and verified the reported failure. The hard paddles were replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
The failed hard paddles were sent to physio-control failure analysis center for evaluation. It was observed that the discharge wire of the paddles apex cable was cut open. The cause of the reported failure was damage to the discharge wire of the hard paddles apex cable.